Manufacturer narrative:
This report is submitted on 01 june, 2020.

Event description:
Per the clinic, the patient experienced discomfort behind the ear with bony growth, subsequently the patient underwent revision surgery (B)(6) 2019 (speciate not reported) to reposition the receiver-simulator. The implanted device remains.